Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller ((B)(6)) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that the controller in use during the reported event, (B)(6), contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the available data log file revealed several momentary disconnections between the controller and the batteries within the analyzed period. Momentary disconnections will result in an audible tone or "beep". As a result, the reported "beep" event was confirmed. The power sources were lubricated prior to release. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported "beep" event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller was emitting a "beep" sound when external pressure was applied to the controller. It was noted that the controller would make the "beep" sound when an object was placed on top of the shoulder pack that houses the controller or when the controller was pressed on from above. The controller remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.